Manufacturer narrative:
.

Event description:
In 2008, the patient inadvertently changed her program which resulted in racing stimulation and jolting. The patient was able to turn the stimulation down, and it was better. Approximately 3 weeks later, the patient's daughter reported that about 3.5 weeks ago, the patient felt a surge during an electrical storm and since then the stimulation "hasn't been right". While the stimulation was turned on, the patient experienced an overstimulation sensation. The patient symptoms were located at the paresthesia area. It was noted that the device was irritating the patient and getting worse not better. It was also reported that the patient was having unspecified coupling and/or communication issues. The date the device was last recharged was unknown; it was possible that the device was overdischarged. The patient was at home. Her status was reported as "undetermined". Additional information has been requested from the health care professional. A follow-up report will be sent if additional information becomes available.